Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm from the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that she was getting low reservoir alarms after changing out her set. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional testing or verify no delivery alarm, low reservoir alarm anomaly due to motor error alarm. The insulin pump was received with cracked display window, cracked case at the display window corners and cracked reservoir tube lip.